Manufacturer narrative:
Sterile part number: 436.503s, synthes lot number: l305904: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: february 17, 2017. Expiry date: february 01, 2027. Non-sterile part 436.503, synthes lot l269538: manufacturing location: (B)(4). Release to warehouse date: january 25, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the plate is broken in two pieces; stains and scratches are visible on the surface. The thickness of the connection section was measured in production and the thickness was found to be in specification. The thickness of the connection section was measured and results recorded in final inspection and was found to be in specification. The width of the connection section was measured in production and was found to be in specification. The critical features were verified on the complaint part. All measurements taken align with the results on the tests and measurements performed during production. All measurements were found to be in specifications. The raw material was reviewed and found to be in specification. The plate was produce as it should. No abnormality in process was found. The complaint description indicates that this plate broke while pre-bending. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used in the surgery for the olecranon fracture on (B)(6) 2017. When the surgeon was bending the tab part of the plate, the plate broke. The surgery was extended for ten (10) minutes. No adverse consequence to the patient was reported. This is report 1 of 1 for (B)(4).